Manufacturer narrative:
Submit date: 7/26/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the hub on the needle is cracked.